Manufacturer narrative:
A new base frame was sent to the facility to repair the bed.

Event description:
Info received indicates the weld broke at the right foot caster socket causing the frame to tilt.